Manufacturer narrative:
The device was returned for evaluation. Investigation is ongoing to identify the reported issue.

Event description:
Medtronic received information that during use of an mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that the patient was supported for 72 hours with no issues, then the delta pressure rose from 30mmhg to 45mmhg within 2 hours and up to 65mmhg in the next hour. The device was replaced to complete the procedure. The original nautilus was rinsed, and no visible clot was observed on the venous or arterial side of the membrane. The patient is deceased, the cause of death and circumstances surrounding the death were biventricular failure, unsuccessful extracorporeal life support (ecls) outcome. Medtronic received additional information that the hcp reported that they were not using the smart monitor to measure the pressures. The customer used external transducers for measurement. The delta pressure was around 30 mmhg, noted for 72 hours before the rising delta pressure was seen. The customer did not use the delta p on the smart nautilus. The circuit pressure was normal, delta pressure of 30mmhg. The smart ECMO module was not used, therefore it was not affected by any rf emitter. Medtronic received additional information that the data are from the scpc and not the nautilus (scpc is the pump system). The patient was in severe shock liver. Heparin was off at the time of the increase in delta p. The customer stated that fibrin was noted on the pre-oxygenator side (mostly at the top). Heparin was given in the days before to keep a ptt 60-90seconds but was off due to her shock liver and ptt > 140sec. The patient also had a very elevated inr. The customer does not run act on ECMO, they measure ptt. The patient also had thalassemia trait.

Event description:
Medtronic received information that during use of an mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that the patient was supported for 72 hours with no issues, then the delta pressure rose from 30mmhg to 45mmhg within 2 hours and up to 65mmhg in the next hour. The device was replaced to complete the procedure. The original nautilus was rinsed, and no visible clot was observed on the venous or arterial side of the membrane. The patient is deceased, the cause of death and circumstances surrounding the death were biventricular failure, unsuccessful extracorporeal life support (ecls) outcome. Medtronic received additional information that the hcp reported that they were not using the smart monitor to measure the pressures. The customer used external transducers for measurement. The delta pressure was around 30 mmhg, noted for 72 hours before the rising delta pressure was seen. The customer did not use the delta p on the smart nautilus. The circuit pressure was normal, delta pressure of 30mmhg. The smart ECMO module was not used, therefore it was not affected by any rf emitter. Medtronic received additional information that the data are from the scpc and not the nautilus (scpc is the pump system). The patient was in severe shock liver. Heparin was off at the time of the increase in delta p. The customer stated that fibrin was noted on the pre-oxygenator side (mostly at the top). Heparin was given in the days before to keep a ptt 60-90seconds but was off due to her shock liver and ptt > 140sec. The patient also had a very elevated inr. The customer does not run act on ECMO, they measure ptt. The patient also had thalassemia trait.